Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose level was 50 mg/dl when admitted. The customer was treated with glucagon and after treatment blood glucose was 400 mg/dl. Customer declined the troubleshoot for the high blood glucose the insulin pump will not be returned for analysis.